Event description:
Medtronic received information that approximately fifteen months following the implant of this valved conduit, the patient was diagnosed with endocarditis with septic symptoms. The patient was treated with IV antibiotics until the patient showed normal temperatures and sterile blood cultures. Subsequently (three and a half years following implant), the patient presented with calcification of the valve and stenosis. Balloon angioplasty resolved the issue no adverse patient effects.

Manufacturer narrative:
The device remains implanted. The conduit was successfully dilated with balloon angioplasty with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.